Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding an infection they acquired. It was reported on (B)(6) 2016 that the patient's pump had been explanted because the patient had acquired a staph infection after the healthcare provider had sprayed something on the patient's pump. No medications were reported. The patient had a history of non-malignant pain, other non-malignant pain, and a lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.